Event description:
"Rospective" pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), abortion spontaneous ("miscarriage") and pregnancy with contraceptive device ("pregnancy with contraceptive device") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), abdominal pain lower ("cramping"), migraine ("migraines") and alopecia ("hair loss"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed in 2017. At the time of the report, the pelvic pain, abortion spontaneous, pregnancy with contraceptive device, abdominal pain lower, migraine and alopecia outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain lower, abortion spontaneous, alopecia, migraine, pelvic pain and pregnancy with contraceptive device to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage after surgery I was told it was broken into pieces inside me / one of them broke into pieces'), pelvic pain ('pain'), device dislocation ('migration of essure device location of device: unknown. The) can't find them / unable to locate the other coils'), pregnancy with contraceptive device ('pregnancy with contraceptive device'), abortion spontaneous ('miscarriage / pregnancy (stillbirth or miscarriage)') and genital haemorrhage ('bleeding') in a 24-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test" and device ineffective "device ineffective". The patient's medical history included gravida, parity 3 (date of live births: (B)(6) 2007, (B)(6) 2011, (B)(6) 2012.), multiple caesarean sections, recurrent abortion, ovarian cyst, syphilis, gonorrhea, urogenital trichomoniasis, bacterial vaginosis, lower abdominal pain, wound dehiscence, uterine rupture, cesarean section and pain. Previously administered products included for birth control: sprintec and ortho micronor. Concurrent conditions included abdominal pain, ovarian cyst, allergic reaction to analgesics, allergic reaction to analgesics, menses painful, uterine bleeding and vaginal bleeding. Concomitant products included leuprorelin acetate (lupron) since (B)(6) 2017 to 2017 for bleeding genital as well as codeine phosphate;paracetamol (tylenol with codeine no.3) since 2014, diphenhydramine citrate; ibuprofen (advil pm) since 2014 and diphenhydramine; ibuprofen since 2014. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and back pain ("back pain"). In (B)(6) 2013, the patient experienced alopecia ("hair loss"). In (B)(6) 2015, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2015, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract") and cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder"). On (B)(6) 2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required), 4 years 5 months after insertion of essure. On (B)(6) 2018, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced abortion spontaneous (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant) and abdominal pain lower ("cramping"). The patient was treated with d and c and surgery (surgery (other) type of surgery: hysteroscopy and removal of coils). Essure treatment was not changed. At the time of the report, the device breakage, device dislocation, pregnancy with contraceptive device, abortion spontaneous, abdominal pain lower and back pain outcome was unknown and the pelvic pain, genital haemorrhage, migraine, alopecia, urinary tract infection, cystitis, headache and dysmenorrhoea had not resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain lower, abortion spontaneous, alopecia, back pain, cystitis, device breakage, device dislocation, dysmenorrhoea, genital haemorrhage, headache, migraine, pelvic pain, pregnancy with contraceptive device and urinary tract infection to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2012. Plaintiff claimed that they removed a coil but were unable to locate the other coils. She is still bleeding and still in pain. Hysteroscopy findings: right cornua and ostia¿, does not show presence of essure device. The ·left ostia and cornua shows presence of essure device. The essure device removed and sent for pathology. On (B)(6) 2018, it was found that, she was pregnant and suffered a miscarriage. The plaintiff experienced other two pregnancy episodes which is captured in the cases respectively (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on an unknown date: positive. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: abdominal pain lower, pelvic pain, genital haemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-jun-2019: pfs was received: event onset date were added. Medical history were added. Outcome of events: headache, bladder infection, urinary tract infection, headache, dysmenorrhea were updated. Pregnancy onset date was updated. Concomitant drug was added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage after surgery I was told it was broken into pieces inside me"), pelvic pain ("pain"), device dislocation ("migration of essure device location of device: unknown. The) can't find them"), pregnancy with contraceptive device ("pregnancy with contraceptive device"), abortion spontaneous ("miscarriage / pregnancy (stillbirth or miscarriage)") and genital haemorrhage ("bleeding") in a 24-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test" and device ineffective "device ineffective". The patient's medical history included multigravida, parity 3, multiple caesarean sections, miscarriage, ovarian cyst, syphilis, gonorrhea, urogenital trichomoniasis, bacterial vaginosis, lower abdominal pain, wound dehiscence, uterine rupture, cesarean section and pain. Previously administered products included for birth control: sprintec and ortho micronor. Concurrent conditions included abdominal pain, ovarian cyst, allergic reaction to analgesics, allergic reaction to analgesics, menses painful, uterine bleeding and vaginal bleeding. Concomitant products included codeine phosphate;paracetamol (tylenol with codeine no.3) since 2014, diphenhydramine;ibuprofen since 2014 and leuprorelin acetate (lupron). On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2015, the patient experienced abortion spontaneous (seriousness criterion medically significant), migraine ("migraines"), alopecia ("hair loss"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract"), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder") and headache ("headaches"). On (B)(6) 2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required), 4 years 5 months after insertion of essure. On an unknown date, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping") and back pain ("back pain"). The patient was treated with d and c and surgery (surgery (other) type of surgery: hysteroscopy and removal of coils). At the time of the report, the device breakage, device dislocation, pregnancy with contraceptive device, abortion spontaneous, abdominal pain lower, migraine, alopecia, urinary tract infection, cystitis, headache, dysmenorrhoea and back pain outcome was unknown and the pelvic pain and genital haemorrhage had not resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain lower, abortion spontaneous, alopecia, back pain, cystitis, device breakage, device dislocation, dysmenorrhoea, genital haemorrhage, headache, migraine, pelvic pain, pregnancy with contraceptive device and urinary tract infection to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2012 and (B)(6) 2012. Plaintiff claimed that they removed a coil but were unable to locate the other coils. I am still bleeding and I am still in pain. Hysteroscopy findings: right cornua and ostia¿, does not show presence of essure device. The ·left ostia and cornua shows presence of essure device. The essure device removed and sent for pathology. On (B)(6) 2018, it was found that, she was pregnant and suffered a miscarriage. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: abdominal pain lower, pelvic pain, genital haemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-apr-2019: quality safety evaluation of ptc. Incident- no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage after surgery I was told it was broken into pieces inside me / one of them broke into pieces'), pelvic pain ('pain'), device dislocation ('migration of essure device location of device: unknown. The) can't find them / unable to locate the other coils'), pregnancy with contraceptive device ('pregnancy with contraceptive device'), abortion spontaneous ('miscarriage / pregnancy (stillbirth or miscarriage)') and genital haemorrhage ('bleeding') in a 24-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test" and device ineffective "device ineffective". The patient's medical history included multigravida, parity 3 (date of live births: (B)(6)2007, (B)(6)2011, (B)(6)2012.), multiple caesarean sections, recurrent abortion, ovarian cyst, syphilis, gonorrhea, urogenital trichomoniasis, bacterial vaginosis, lower abdominal pain, wound dehiscence, uterine rupture, cesarean section and pain. Previously administered products included for birth control: sprintec and ortho micronor. Concurrent conditions included abdominal pain, ovarian cyst, allergic reaction to analgesics, allergic reaction to analgesics, menses painful, uterine bleeding and vaginal bleeding. Concomitant products included leuprorelin acetate (lupron) since february 2017 to 2017 for bleeding genital as well as codeine phosphate;paracetamol (tylenol with codeine no.3) since 2014, diphenhydramine citrate;ibuprofen (advil pm) since 2014 and diphenhydramine;ibuprofen since 2014. On (B)(6)2012, the patient had essure inserted. In (B)(6)2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and back pain ("back pain"). In (B)(6)2013, the patient experienced alopecia ("hair loss"). In (B)(6)2015, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6)2015, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract") and cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder"). In 2015, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), 6 years after insertion of essure. In 2015, the patient experienced abortion spontaneous (seriousness criterion medically significant). On (B)(6)2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and abdominal pain lower ("cramping"). The patient was treated with d and c and surgery (surgery (other) type of surgery: hysteroscopy and removal of coils). Essure treatment was not changed. At the time of the report, the device breakage, device dislocation, pregnancy with contraceptive device, abortion spontaneous, abdominal pain lower and back pain outcome was unknown and the pelvic pain, genital haemorrhage, migraine, alopecia, urinary tract infection, cystitis, headache and dysmenorrhoea had not resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain lower, abortion spontaneous, alopecia, back pain, cystitis, device breakage, device dislocation, dysmenorrhoea, genital haemorrhage, headache, migraine, pelvic pain, pregnancy with contraceptive device and urinary tract infection to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6)2012 and (B)(6)2012. Plaintiff claimed that they removed a coil but were unable to locate the other coils. She is still bleeding and still in pain. Hysteroscopy findings: right cornua and ostia¿, does not show presence of essure device. The left ostia and cornua shows presence of essure device. The essure device removed and sent for pathology. On (B)(6)2018, it was found that, she was pregnant and suffered a miscarriage. The plaintiff experienced other two pregnancy episodes which is captured in the cases respectively (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on an unknown date: positive.. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: abdominal pain lower, pelvic pain, genital haemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-oct-2019: upon receiving follow-up information via email, it was confirmed that case (B)(4) is a duplicate of case (B)(4). Hence all the information from the case (B)(4) is transferred to this case and is marked for deletion. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage after surgery I was told it was broken into pieces inside me"), pelvic pain ("pain"), device dislocation ("migration of essure device location of device: unknown. The) can't find them"), pregnancy with contraceptive device ("pregnancy with contraceptive device"), abortion spontaneous ("miscarriage / pregnancy (stillbirth or miscarriage)") and genital haemorrhage ("bleeding") in a 24-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test" and device ineffective "device ineffective". The patient's medical history included multigravida, parity 3, multiple caesarean sections, miscarriage, ovarian cyst, syphilis, gonorrhea, urogenital trichomoniasis, bacterial vaginosis, lower abdominal pain, wound dehiscence, uterine rupture, cesarean section and pain. Previously administered products included for birth control: sprintec and ortho micronor. Concurrent conditions included abdominal pain, ovarian cyst, allergic reaction to analgesics, allergic reaction to analgesics, menses painful, uterine bleeding and vaginal bleeding. Concomitant products included codeine phosphate;paracetamol (tylenol with codeine no.3) since 2014, diphenhydramine;ibuprofen since 2014 and leuprorelin acetate (lupron). In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2012, the patient had essure inserted. In 2015, the patient experienced abortion spontaneous (seriousness criterion medically significant), migraine ("migraines"), alopecia ("hair loss"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinar tract"), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder") and headache ("headaches"). On (B)(6) 2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required), 4 years 5 months after insertion of essure. On an unknown date, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping") and back pain ("back pain"). The patient was treated with d and c and surgery (surgery (other) type of surgery: hysteroscopy and removal of coils). At the time of the report, the device breakage, device dislocation, pregnancy with contraceptive device, abortion spontaneous, abdominal pain lower, migraine, alopecia, urinary tract infection, cystitis, headache, dysmenorrhoea and back pain outcome was unknown and the pelvic pain and genital haemorrhage had not resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain lower, abortion spontaneous, alopecia, back pain, cystitis, device breakage, device dislocation, dysmenorrhoea, genital haemorrhage, headache, migraine, pelvic pain, pregnancy with contraceptive device and urinary tract infection to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2012. Plaintiff claimed that they removed a coil but were unable to locate the other coils. I am still bleeding and I am still in pain. Hysteroscopy findings: right cornua and ostia¿, does not show presence of essure device. The ·left ostia and cornua shows presence of essure device. The essure device removed and sent for pathology. On (B)(6) 2018, it was found that, she was pregnant and suffered a miscarriage. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: abdominal pain lower, pelvic pain, genital haemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-mar-2019: plaintiff fact sheet and medical records received. Events added from pfs- infection (bladder/ urinary tract/vaginal) type: bladder/urinar tract, headaches, migration of essure device location of device: unknown. The) can't find them, device breakage, dysmenorrhea (cramping), back pain, did not undergo confirmation test. Concomitant drug, historical drug, medical history, reporter information, aka name were added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), pregnancy with contraceptive device ("pregnancy with contraceptive device") and abortion spontaneous ("miscarriage") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), abdominal pain lower ("cramping"), migraine ("migraines") and alopecia ("hair loss") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed in 2017. At the time of the report, the pelvic pain, pregnancy with contraceptive device, abortion spontaneous, abdominal pain lower, migraine and alopecia outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain lower, abortion spontaneous, alopecia, migraine, pelvic pain and pregnancy with contraceptive device to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-nov-2018: quality-safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.